Event description:
Per the medwatch: "a workstation had not been alarming for few days, but biomed got call. Checked the psn workstation and set up spo2 test and we set on empty room and verified that not sound was coming from the psn. Tried resetting the psn but still no sound, then noticed that there was headphones plugged in the workstation and that was not letting the sound come out, we showed department manager and explained it to her, once the headphones were removed from psn workstation started working as it should." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: through the investigation it was determined headphones were plugged into the workstation which affected the ability to detect audible notifications. Per the operators manual, under performance warnings and cautions, "warning: the patient safetynet system is a supplemental alarm notification system and should not be used as the primary source for patient and system alarms. The stand-alone device's audible and visual alarms, used in conjunction with clinical signs and symptoms, are the primary sources for determining that an alarm condition exists." And "caution: do not leave headphones, or any other apparatus plugged into the patient safetynet central view station unattended, as they may affect the ability to detect audible notifications."